Event description:
While on the line with technical support, pt discovered that segments in the device's result display (100's column) were missing. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.